Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient experienced symptoms of fever and abdominal pain. The patient was hospitalized for this event. The treatment was not reported. A break in aseptic technique was suspected but was unable to be confirmed, therefore; the cause of the peritonitis was unknown. The patient was discharged six days after admission. The patient recovered from this peritonitis event and had been retrained on aseptic technique. Pd therapy was ongoing. No additional information is available. This is report 3 of 3 in this peritonitis event.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided. The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13c11048, h13i04032 and h13d08067 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).